Event description:
It was reported that the customer fell and ended up in the hospital with a concussion and stitches. The customer stated that this was not diabetes related. The customer stated that due to the fall the insulin pump received multiple cracks. The customer also stated that they received excessive no delivery alarms. Customer's blood glucose level at the time 212mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted. Unit received with cracked case at display window corners, reservoir tube, reservoir tube window, reservoir tube lip and battery tube threads. Unit received with minor scratches on display window.